Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called again because he was having pain last night between his legs, and reported he couldn't sleep because of it. Patient reported the pain started the night after the patient was last helped with changing the settings. Patient was calling because he wanted to check his implant and change programs. Patient synchronized and reported his stim was on program 1 at 2.1v but it was still not helping his symptoms. Patient was helped with moving to program 2 at 0.0v and patient raised to 0.7v and reported the stimulation was comfortable. Patient called back on (B)(6) 2018 stating the program he was put on last week was not working and his symptoms were worse than it was on the other program. Caller stated he was on p2 0.7v. The caller was asked if he wanted to increase and the caller stated he wanted to try another program. The caller was walked through changing to p3 0.6v. Caller stated this setting was comfortable for now. It was reviewed with the patient to monitor his symptoms and if this program did not help in resolving then consider reaching out to the hcp. Caller did state that there was too much pain and caller was asked again about it and the caller clarified he was not in pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back later requesting assistance using his patient programmer to make adjustments. The increased from 2.0 to 2.3 and was feeling stimulation sensation comfortably. Patient inquired about changing programs. Patient services recommended monitoring symptoms and keeping a diary and if patient continues to have therapy concerns he can call back for assistance changing programs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated he had sore spots where the ins was implanted. Patient stated he had not seen a difference in symptoms. Patient stated he wished he never had the device implanted. Patient reported that he also had a lot of scar tissues. Patient was advised to follow any directions previously reported by the healthcare professional (hcp). Patient was advised to follow up with the hcp to discuss the ins. Patient refused to do any troubleshooting because he wanted to talk to someone face to face. No complications reported. No further symptoms reported. Additional information received from patient as doctor took very nice care of to resolve sore spots. Additional information was received. The doctor wanted him to start some personal adjustment. Doctor wanted him to get on a different frequency. Patient said he was not getting relief. Patient said he never got any. Patient said he was sitting at 2 point something and then the doctor upped it a little. Patient said he had bladder leakage. The patient was burned with radiation 15 years ago. Patient ended up that he couldn't walk for three years, and then he got himself mobile. Patient had an ileostomy. Patient said the leakage started a year and half ago and got worse. For 13 month the patient said he messed with liberty hospital in liberty, mo, and they sent him to ku and he still got no relief. The radiation burned his bladder and he had lot of scar tissue in there. Patient said the doctor said they never got the lead in there to the nerve, but the doctor still wanted him to change the settings around. Patient said he was going to call back monday to have someone help him adjust his settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the device never helped them as they had never stopped leaking. The patient stated that they had a bunch of scar tissue on the bladder due to radiation (and the healthcare professional could not do the implant) before because of the scar tissue. Which had occurred before implant of the device. There were no further complications reported or anticipated.